Event description:
It was reported to boston scientific corporation that an injection gold probe was intended to be used to treat a gastrointestinal (gi) bleed during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2026. During the procedure, when the device was inserted through the scope, it was noted that the tip had fallen off. The distal gold tip detached from the catheter and fell into the patient. The tip was subsequently removed from the patient with the use of a net. The procedure was completed using another device of the same model. The patient fully recovered following the procedure, and there were no patient complications reported because of this event.

Manufacturer narrative:
Block h3: device analysis is ongoing. A supplemental report will be created to communicate the device analysis results. Block h6: device code a0501 is being used to capture the reportable event of needle detachment.